Event description:
It was reported that during an appointment with the patient, the device was tested in situ, and it showed 4 electrode channels in status hi, as well as multiple electrode channels in status "sc-?". The previous testings showed the implant to be functional. The patient's mother reported that her son had a fall already a couple of weeks ago.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.